Event description:
It was reported that the catheter was being used on a pt in the intensive care unit. The catheter was in place for four days when the volumetric pump warning alarm rang. The catheter had a crack in the distal port. As a result, they removed and replaced the catheter. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.